Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics for twenty-one days at the hospital (medication, route, dosage, and frequency not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: on an unreported date at the end (B)(6) 2015, the patient experienced the previously reported peritonitis. Additional information: the previously reported peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date at the end of the month prior to the initial receipt of the report, the patient was hospitalized for the previously reported peritonitis event. On an unspecified date, five days later, the patient was transferred directly to another hospital. On an unreported date at the end of the month prior to the initial receipt of the report, the patient began treatment with unknown intravenous antibiotics for the previously reported peritonitis event. Three days prior to the receipt of this report, dianeal therapies were discontinued and one day prior to the receipt of this report, the patient was switched to hemodialysis. After eighteen days of hospitalization for the previously reported peritonitis, the patient was discharged. Prior to hospitalization for the unrelated event and on an unreported date in the same month the initial report was received, the patient experienced a recurrence of the previously reported peritonitis and was reported to be recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.